Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which replicated the reported issue, confirming that the device was unable to build sufficient pressure during the downstream occlusion test and did not occlude when the line was pinched. It was also found that the dso seal was detached. The root cause was determined to be a faulty cam shaft, main board and detached dso seal. The main board, cam shaft and dso seal were replaced to fix the issue.

Event description:
The device was returned as it was reported that it was unable to build sufficient pressure during the downstream occlusion test to trip alarm. The results of the investigation found that the device's downstream occlusion (dso) seal was detached. There was no patient involvement.